Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was broken and turned off. Also, patient wanted to know about pain management tools that may be used with the device and therapeutic ultrasound. Boston scientific technical services (ts) explained device function and possible electromagnetic interference (emi) interactions. Ts advised patient to have physical therapist or pain management clinician reached out to ts with any questions. Ts referred patient to physician for device status. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was broken and turned off. Also, patient wanted to know about pain management tools that may be used with the device and therapeutic ultrasound. Boston scientific technical services (ts) explained device function and possible electromagnetic interference (emi) interactions. Ts advised patient to have physical therapist or pain management clinician reached out to ts with any questions. Ts referred patient to physician for device status. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead exhibited lead fracture.